Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
Prior to the novasure endometrial ablation on (B)(6) 2012, the physician performed a hysteroscopy and noted "the uterine cavity appeared normal." Also, the physician had some difficulty dilating the cervix but was able to move forward with the procedure. The physician had some difficulty seating the device and needed to insert and reinsert the device 3 times before the ablation was completed. Post-ablation hysteroscopy revealed "good uterine distension, a complete ablation, and no evidence of uterine perforation." The "pt did well in recovery and was sent home shortly after the procedure concluded." On (B)(6) 2012, during routine f/u the pt had no pain." On (B)(6) 2012, the pt went to the emergency room (ER) complaining of pelvic pain. Blood tests revealed an "elevated white blood cell count and the computed tomography (CT) scan findings were consistent with bowel perforation." During a diagnostic laparoscopy, the uterus appeared "necrotic" with blanching across the entire "serosal surface." "No distinct uterine perforation was identified, [but] there was a perforation seen on the small bowel with inflammatory changes." The physician resected the portion of the small bowel and an end-to-end anastamosis was performed. A laparoscopic supracervical hysterectomy was performed (admission and discharge dates unk). It was reported on (B)(6) 2012 by the physician "the pt is currently doing well."